Event description:
The report stated that the pt was in the beach chair position to perform a right shoulder open distal clavicle resection. The pt was prepped and draped using alcohol and betadine solution. Oxygen was in use. As the surgeon began dissection of the ac joint by activating the bovie the surgeon noticed heat and the or team noticed a blue flame on the drapes. The fire was extinguished by smothering and removal of the drapes. The procedure was completed without further incident. The pt was diagnosed with 2nd degree burns. Treatment was with ointment and silicone sleeve and bandages. The treatment is ongoing, but the site is assuming some permanent skin discoloration.

Manufacturer narrative:
The biomedical engineer at the site has tested generator and found it to function within specification. The incident generator has been returned and is under eval. When the investigation is complete, a follow-up report will be sent.